Event description:
The reporter contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive. The reporter noted a tear in the keypad from the down arrow to the ok button and the patient is able to peel the keypad rubber. The patient reportedly wore the pump in a pocket and did clean the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn over the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts.